Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: 12.50. Device evaluated by manufacturer? No - device not returned. (B)(4). Method code(s): (evaluation method): device work order search. Results code(s): (evaluation result) a device work order search was performed and no similar complaints were found within the work order. Conclusion code(s) (evaluation conclusion): based on the complaint history, device work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 12.50 diopter preloaded injector. When advancing, the rod passed above the iol, the lens rotated and became stuck in the injector. There was no patient contact. Cause of this incident is unknown.